Event description:
An article was located regarding the surgical complications that had occurred at surgical facility umc maastricht since (B)(6) 2008. Several adverse events & malfunctions were identified. This report will capture the malfunctions reported within the article. MFR. Rep# 1644487-2024-00582 captures the adverse events reported in the same article. Attached are the events specified within the article. The article was titled "surgical complications of vagus nerve stimulation surgery: a 14-years single-center experience" an attempts for additional information was made to the contributor of the article. No further information was able to be obtained.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.